Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented with stable angina and index procedure was performed. The 99% stenosed, 20mm x 2.25mm, eccentric, type c, diffused with more than 2cm in length, timi flow 2, in stent restenotic target lesion was located in the distal left anterior descending (lad) artery. The physician treated the lesion with placement of a 2.25x24mm promus element¿ plus stent at 14 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. In (B)(6) 2014, the patient presented with coronary restenosis and percutaneous coronary intervention was performed. The following day, the patient's condition was good.